Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes the pump is not delivering insulin correctly. No reported adverse impact to the customer's blood glucose. Reportedly, the customer declined to further troubleshoot the issue with tandem technical support.